Event description:
The customer reported the ventilator was alarming occlusion - safety valve open (svo). The unit was not in use on a pt, therefore, there was no pt involvement or harm. The manufacturer service technician duplicated the customer reported problem. The service technician performed back pressure testing of the customer's reusable exhalation filter. The filter fails the test if the back pressure is >4cmh2o. The service technician reported the filter measured 126cmh2o back pressure, indicating a gross occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. The customer was informed of the service technician's findings. User maintenance contributed to this event. Filter replacement must be performed per filter manufacturer recommendations at specified intervals.

Manufacturer narrative:
Na